Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, he was having issues with act button. Customer states he has to press the button for 15 seconds and put a lot of pressure before it responds. Customer's blood glucose was unknown. Customer mentioned that in the month of september his blood glucose readings were out of control but they have been better now. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.